Event description:
It was reported that the ilet user experienced wide blood glucose variability, with a highest value of 360 mg/dl and a lowest value of 60 mg/dl, and the caregiver described that the user overtreats hypoglycemia by eating full meals during lows; guidance was provided on appropriate treatment of lows and to wait until glucose returns to a safe range before eating a meal. Symptoms included episodes of hypoglycemia and hyperglycemia. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a usage problem in which instructions were not followed, consistent with overtreating hypoglycemia, and no device problem or component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.